Event description:
Allegedly patient suffered a sudden pain at the right hip. Broken component revised.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. The device history record was reviewed and indicates the product met specification when manufactured.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00528.